Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. According to the available information, this complaint has been assessed as a non-reportable event as determined in 21 cfr 803.3. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be an incorrect configuration of the device. As a result no options were available to select software and therefore the device remained in standby modus. In consequence (correction) the software license key was entered and resolved the problem. There was no patient or user harm reported. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: nursing staff were trying to put the patient in our hamilton medical c-1 ventilator, as our system was not ready for that because it's all ventilation modes were disabled , after setting the (rtc) real time clock problem was still continued. Patient was not affected as it occurred during startup.

Event description:
The following was reported to hamilton medical ag: nursing staff were trying to put the patient in our hamilton medical c-1 ventilator, as our system was not ready for that because it's all ventilation modes were disabled , after setting the (rtc) real time clock problem was still continued. Patient was not affected as it occurred during startup.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #2 (B)(4). Field updated. During start up the options disappeared in configuration menu. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The options disappeared / options not found issue manifests during device boot-up, before therapy is initiated or a patient is connected. Therefore, it is immediately detected, even prior to all mandatory tests that need to be executed before using the device on a patient. The issue can be resolved by standard user or service actions (e.g., rebooting, verifying license keys, or reloading config). Consequently, this malfunction is not classified as a critical failure or a reportable event under standard medical device regulations. Since it occurs right at boot up and the ventilator undergoes mandatory validation before every use, any device that does not start will simply be identified as non-operational and replaced or serviced before it can be considered for patient care. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: nursing staff were trying to put the patient in our hamilton medical c-1 ventilator, as our system was not ready for that because it's all ventilation modes were disabled, after setting the (rtc) real time clock problem was still continued. Patient was not affected as it occurred during startup.